Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a nav-ring issue. It was unknown how the issue was found. No patient or user harm reported. A philips service engineer (se) noted that the customer's v60 ventilator had a nav-ring issue. It was noted that the front bezel would be replaced by the biomedical service.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 04jan2024, 10jan2024, and 18jan2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.